Event description:
New information received indicates that the download was successfully performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with inappropriate auto mode switch via merlin.net. Review of the episodes showed that ventricular events were sensed on the atrial channel. Programming changes were recommended.